Event description:
It was reported that "debris" was noted within a syringe component.

Manufacturer narrative:
It was reported that "debris" was noted within a syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and a milky white substance observed to be within the barrel with particles noted near the luer lock end and the plunger. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.